Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Confirmed customer complaint by performing visual and functional product verification testing (pvt). Found damaged downstream occlusion (dso) seal. Replaced dso seal to correct this issue. Upon further inspection per pvt, motor has exceeded its rotation limit. Replaced motor. Also latch/lock sensor failed. Replaced cam flex sensor. Power button harness is also damaged. Replaced power button and harness to correct this issue. Updated software. Device passed all testing after repairs. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a detached downstream occlusion (dso) seal. There was no patient involvement, and no patient harm/adverse event reported.